Event description:
A cartridge alarm was reported by a caller. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The caller was assisted by technical support to load a new cartridge successfully, resuming insulin therapy and resolving the issue.